Event description:
It is reported that three nexgen lps-flex knee systems were revised due to aseptic loosening.

Manufacturer narrative:
Information was received via published literature. Please reference literature at the following location: http://link.springer.com/article/10.1007%2fs00167-014-3278-9. This report will be amended when our investigation is complete.